Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that 3 patients experienced a retinal tear after an exchange of fluid/air. Additional information received from the surgeon indicated that the incidents happened on patients who presented a macular hole. Surgeries were performed with valved 23ga. The event was noticed during the fluid/air exchange, water pressure was 25 mmhg and air pressure was 40 mmhg. Per the reporter, fluid/air took place normally additional information has been requested. This is one of three reports being filed for this facility. This report refers to the second patient. The alcon reference numbers are (B)(4).

Manufacturer narrative:
The surgeon reported an occurrence of three instances in which there was a ¿cracked retina was seen after an exchange of fluid-air with the system. This case is created for the patient 1 to whom, the incident occurred 3 months ago. The patient presented with a macular hole. The surgeries were performed with valve 25ga, water pressure was listed at 25mmhg (millimeters of mercury), air pressure was listed at 40mmhg. The fluid/air exchanges took place normally. Additional information was requested with none received to date. This investigation will serve as the second of three patients. The eye¿s interior is filled with vitreous, a gel-like substance that fills about 80 percent of the eye and helps it maintain a round shape. The vitreous contains millions of fine fibers that are attached to the surface of the retina. As we age, the vitreous slowly shrinks and pulls away from the retinal surface. Natural fluids fill the area where the vitreous has contracted. This is normal. In most cases, there are no adverse effects. Some patients may experience a small increase in floaters, which are little ¿cobwebs¿ or specks that seem to float about in your field of vision. However, if the vitreous is firmly attached to the retina when it pulls away, it can tear the retina and create a macular hole. The macula is a small area in the center of the retina where light is sharply focused to produce the detailed color vision needed for tasks such as reading and driving. When a full-thickness defect develops in the macula, the condition is referred to as macular hole. Also, once the vitreous has pulled away from the surface of the retina, some of the fibers can remain on the retinal surface and can contract. This increases tension on the retina and can lead to a macular hole. In either case, the fluid that has replaced the shrunken vitreous can then seep through the hole onto the macula, blurring and distorting central vision. Macular holes can also occur in other eye disorders, such as high myopia (nearsightedness), injury to the eye, retinal detachment, and, rarely, macular pucker. Fluid-air exchange (fax) is a technique and step in vitreoretinal surgery and is primarily performed to introduce an intraocular air bubble which assists the surgeon in reattaching, flattening and/or repositioning torn or detached retinal tissue. This method provides air, has a much higher flotation force, and therefore has a more tamponade effect on retinal tissue than balanced salt solution (bss). Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. Iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. No further information was received on the patient ocular history, medical history, or status." The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).